Manufacturer narrative:
Apoc incicent# (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 25-sep-2024, abbott point of care (apoc) was contacted by a customer reporting that they heard a popping/frying sound when they docked I-stat 1 analyzers with rechargeable batteries onto one particular I-stat 1 downloader, (B)(6). Customer stated this overheating situation only occurs when using I-stats using rechargeable battery packs. Customer stated that their I-stat 1 analyzers are in working condition using disposable batteries. Tss verified that customer was using a dymo power adapter which is not provided by apoc. It has input 100-240vac, 50/60 hz, 1.2a, 100va and output: +24v, 1.75a. The power cable they used says it has 7a125v, which is the incorrect cable type as well. Tss verified that the power cable should be 10a/125v from globtek yc-13. The product is being replaced at no charge and returning for investigation along with power supply and analyzer that was docked at the time of the event. There were no injuries reported. Per I-stat1 system manual: art: 714368-00k, rev. Date: 02-aug-12: the downloader/recharger can recharge a rechargeable battery in the analyzer. If the analyzer contains a rechargeable battery, the battery begins recharging automatically as soon as the analyzer is placed in the downloader/recharger. The downloader/recharger also has a compartment for recharging a rechargeable battery outside the analyzer. Placing an analyzer in a downloader/recharger will automatically initiate recharging of the rechargeable battery. The indicator light on top of the downloader/recharger will be green (trickle charge), red (fast charge), or blinking red (fast charge pending) when an analyzer with a rechargeable battery is placed in the downloader/recharger. As well, placing a rechargeable battery into the recharging compartment will automatically initiate trickle recharging. The indicator light near the recharging compartment will be green when a rechargeable battery is placed in the compartment.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 06-dec-2024. The customer reported that they heard a popping/frying sound when they docked multiple I-stat 1 analyzers (with rechargeable batteries) onto downloader recharger (drc) s/n (B)(6). The customer added that those I-stat 1 analyzers were hot to touch, and a burning smell was noted after docking on the drc. Technical support specialist (tss) confirmed that an incorrect power cable (7a125v) and a dymo power adapter (output: 24 vdc) were in use with the drc at the time of the event were not provided by apoc. Additionally, the customer also confirmed that all their I-stat 1 analyzers were working as expected with disposable batteries. As mentioned in the incident summary, tss confirmed that drc s/n (B)(6) would not be returned to apoc for investigation since customer denied a replacement drc/ppi quote. Failure analysis could not be performed, as drc s/n (B)(6) would not be returned to flex. However, based on the photos provided by the customer, the investigation determined that the cause of the complaint was the use of a 24 vdc power adapter at the customer site, which in turn likely caused component failure in the drc and led to analyzers becoming hot to touch as well as likely causing the burning smell that emanated when docked in the drc as reported by the customer. As per the I-stat system manual [ref. 2], the output voltage of the power adapter for the drc must not exceed 12 vdc. A rocketware search spanning three months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.

Event description:
Na.